Event description:
The customer contacted stryker to report that their device failed to power on properly and only displayed an orange screen. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. Stryker informed the customer that the device is non-serviceable and is at end of its life, and recommended upgrading the unit. H3 other text : device not return

Event description:
The customer contacted stryker to report that their device failed to power on properly and only displayed an orange screen. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.